Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected instrument was returned with the stent being displaced on the balloon by about 19 mm in distal direction. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent is severely deformed in its distal portion, i.e. Several struts are elongated and bent. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. Upon opening the package before insertion into patients body, it was noticed that the stent was dislodged from the balloon.

Manufacturer narrative:
Combination product: yes.